Event description:
The customer reported the device alarmed low battery while it was on a patient. The hospital staff realized the vent was not delivering and the patient sats (oxygen saturation) went down. The staff swapped out the ventilator. The patient stabilized once the unit was replaced. There was no patient harm.

Manufacturer narrative:
The user interface board was returned to the manufacturer for failure investigation. This bipap focus tui board was tested by the failure investigator and no failures were identified.